Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
During a cardio thoracic surgery on an unknown date, a surgeon attempted to use the zipfix in place of an external wired on a primary sternal closure. It was reported that while performing a close of the midline sternum, the zipfix wire cut through the manubrium and broke a piece of bone during tightening. The surgeon removed the zipfix and restarted the surgery. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Gender:female. Placeholder.